Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was exhibiting oversensing of the respiratory rate trend (rrt) sensor. Boston scientific technical services walked the boston scientific representative through how to program the rrt sensor off on this device product family. No other details were provided. In addition, there were intermittent high out of range pace impedance measurements greater than 2500 ohms observed on the right atrial (ra) lead impedance trend. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was exhibiting oversensing of the respiratory rate trend (rrt) sensor. Boston scientific technical services walked the boston scientific representative through how to program the rrt sensor off on this device product family. No other details were provided. In addition, there were intermittent high out of range pace impedance measurements greater than 2500 ohms observed on the right atrial (ra) lead impedance trend. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the ra lead has been exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms for five years. In addition, there have been inappropriate atrial tachycardia response (atr) episodes stored due to ra lead noise which is being oversensed. In at least one recent episode, there was pacing inhibition of greater than two seconds observed due to the oversensed noise, but it was noted that the patients intrinsic ra beats are also observed. Boston scientific technical services (ts) confirmed that these issues are consistent with a fractured lead. The boston scientific field representative indicated that the plan is to explant and replace the fractured ra lead and to prepare for all possible outcomes of the case, they asked ts for the appropriate lead adaptor model number to have in case it is needed. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that the ra lead and this crt-d device were subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was exhibiting oversensing of the respiratory rate trend (rrt) sensor. Boston scientific technical services walked the boston scientific representative through how to program the rrt sensor off on this device product family. No other details were provided. In addition, there were intermittent high out of range pace impedance measurements greater than 2500 ohms observed on the right atrial (ra) lead impedance trend. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the ra lead has been exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms for five years. In addition, there have been inappropriate atrial tachycardia response (atr) episodes stored due to ra lead noise which is being oversensed. In at least one recent episode, there was pacing inhibition of greater than two seconds observed due to the oversensed noise, but it was noted that the patients intrinsic ra beats are also observed. Boston scientific technical services (ts) confirmed that these issues are consistent with a fractured lead. The boston scientific field representative indicated that the plan is to explant and replace the fractured ra lead and to prepare for all possible outcomes of the case, they asked ts for the appropriate lead adaptor model number to have in case it is needed. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was exhibiting oversensing of the respiratory rate trend (rrt) sensor. Boston scientific technical services walked the boston scientific representative through how to program the rrt sensor off on this device product family. No other details were provided. In addition, there were intermittent high out of range pace impedance measurements greater than 2500 ohms observed on the right atrial (ra) lead impedance trend. The products remain in-service. No patient symptoms or adverse patient effects were reported.